Event description:
It was reported that episode review was requested. A boston scientific technical services consultant noted rvp/lvp-sr ap-sr with possible far-field, retrograde or sinus tachycardia which occurred in the vt-1 zone. No therapy was delivered as the patient went into 1:1 rhythm and converted on their own. The consultant discussed options for testing with possible sensor and programming optimization. The patient's physician will monitor the patient to see if the issue re-occurs. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.